Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: tf1 6tf e1. Initial reporter phone number exceeded maximum allowable digits; phone number is as follows: (B)(6). Product not returned.

Event description:
The customer reported that the device keeps switching off in use. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device powered on and then powered off due to the 10 beep watchdog alarm. This failure was triggered when a higher than specified voltage was detected, which resulted in a faulty component on the instrument board. E1: initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). E1: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported that the device keeps switching off in use. There was no patient impact or consequence reported.